Manufacturer narrative:
Initial reporter address:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was faulty and leaking within the yellow outer bag. The device had been filled with 5000mg of fluorouracil. It was not specified when in the process step this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from december 02, 2021 - december 03, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.